Manufacturer narrative:
The t:slim g4 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 248 mg/dl. A system check was performed and the occlusion appeared to possibly be related to the infusion set tubing; however, the customer indicated that apidra was used in the cartridge. The customer was to change the cartridge and infusion set and deliver a correction bolus to address the bg level.